Manufacturer narrative:
(B)(4). Device analysis: the analysis results confirmed that the lc310 device was returned nonfunctional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. It is possible that the damaged was due to an improper handling of the device. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. Certificate records are accessible through external manufacturing, however no batch was provided therefore the DHR could not be performed.

Event description:
It was reported that the clips were falling out of the jaws of the clip applier when the clip was applied to the tissue. No patient involvement was reported.